Event description:
Customer reported that he was hospitalized due to his diabetes. Customer has been experiencing high blood glucose in the 500 to 600 mg/dl range. Customer went to the hospital due to swollen caused by heart failure and kidney failure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.